Manufacturer narrative:
A manufacturing evaluation was completed: the screw was received with a broken tip; otherwise the screw is in good condition; there is no damage to the screw recess. The dimensions were measured and found to be within specification; the length even with the broken tip is within tolerance. A product investigation was completed: a device history record (DHR) review was performed for the affected lot, no abnormalities or deviations which could lead to the complaint failure were detected. The article was manufactured in july 2016. No non-conformance reports were marked in the DHR during production. The exact reason for this occurrence could not be determined, but it is likely that during the operation an application error may have taken place or/and that excessive force, led to this damage. No product fault could be detected. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device broke intra-operatively and was not fully implanted or explanted. A device history record (DHR) review was performed on part # 400.835s, lot # l062201 (assembling and sterilization): manufacturing location: (B)(4), manufacturing date: 14.jul.2016, expiry date: 01.jul.2026. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Cranial-scr plusdrive ø1.6 self-drill l5, articel 50167184 - lot 7992828. DHR review for part #400.835e, lot #7992828, release to warehouse date: 27-apr-2015, expiration date: n/a, manufactured by synthes (B)(4). No non conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the surgery performed on (B)(6) 2017, while inserting the cranial screw plusdrive into the bone, the tip of the screw broke off. The broken off tip was left in the patient. The surgery was prolonged about 3 minutes to open a new sterile screw. Patient outcome was normal and the surgery was successfully completed. This is report 1 of 1 for complaint (B)(4).